Manufacturer narrative:
The electrode lot information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 126 mmol/l. The repeat result was 134 mmol/l. The repeat result was deemed correct as it match the patient's previous result.